Event description:
Caller reported a pump malfunction identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the normal range. Technical support assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction happens again.